Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a shocking or jolting sensation. The patient was lying on the side of his implant and then suddenly felt two shocking sensations; no falls or trauma took place prior to the shocking. The patient was reprogrammed by his doctor, but the patient's hand was still tremoring. Additional information has been requested and will be made as follow up as it becomes available.